Manufacturer narrative:
The device was received for evaluation. Functional flow accuracy testing was performed, and the reported issue ¿overinfused¿ was reproduced. Evaluation observed no ¿free flow¿ condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates. The pressure plate travel will require adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was free flowing and overinfused during delivery in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.